Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station had blue screen. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jul-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had a blue screen issue. A technical support specialist (tss) dialed into the station and requested that the customer reboot the station. The station booted up successfully, and the medication application launched without issue. The tss then asked the customer to log in, and the customer was able to log in successfully. The system functioned as intended after the technical support specialist resolved the issue.